Event description:
A caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided step-by-step assistance to reset the pump, resolving the issue as the cgm error did not reoccur, and the caller successfully started their sensor session.